Manufacturer narrative:
Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the tip of the healix advance knotless br anchor broke off when the surgeon was passing suture through the tip. The sales rep reported that the surgeon was using fibertape and pulled laterally and applied too much torque causing the tip of the anchor to crack and then break off. The surgeon completely removed the anchor. The surgeon completed the procedure with another like anchor in the same bone hole with no patient consequences or delay. The sales rep reported that the surgeon used the purple 4.5mm awl. The sales rep stated he had no information regarding the bone quality or other patient information.